Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was having power issues. The reporter indicated using multiple batteries and the pump sometimes took several minutes before the pump would ¿accept¿ the new battery and power on. The reporter confirmed no cracks, damage, or moisture ingress noted to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.